Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the device is saying service needed, indicator light is still on. There were no reports of patient involvement.